Event description:
An optometrist reported a pt with dryness in both eyes, noted while at work on computer, three weeks following lasik treatment. The pt reported getting some relief with artificial tears. The pt also reported blurry vision while on the computer but "cleared up" after using artificial tears. The pt was prescribed cyclosporine ophthalmic emulsion drops twice a day. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Attempts to obtain add'l info were made. No new info has been received. (B)(4).